Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during investigation are most likely related due to explantation surgery. This is a final report.

Event description:
The user_s teacher noticed 2 weeks ago that the user could no longer hear with the device. The change in hearing was sudden. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
2 weeks ago the user's teacher noticed that he could no longer hear with the device. The change in hearing was sudden.